Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their external neurostimulator (ens). Patient reported that he was on the trial for his bladder that he started 3 weeks ago, and his device was not working, because he was getting a communication error. Patient was asked what patient was seeing on the screen that indicated communication error. Patient reported communication error, serial number, external device battery and it stated that external device battery had depleted, and therapy had stopped. Patient was asked if patient saw a screen number to verify the screen the patient was seeing, but the patient reported it did not give a screen number. It was reviewed with the patient that the patient¿s ens battery might potentially need to be changed and advised the patient to follow up with the healthcare professional (hcp). It was reviewed with the patient that it was not recommended that the patient change the batteries for the ens and that the patient follow up as soon as he can with his hcp that he is working with for the trial. Patient noted during the call that he was currently in the hospital and that his device was not doing any good if the batteries were depleted. No further symptoms or complications reported or anticipated. (B)(6) 2018 (hcp): document contains no new information.